Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer had performed decontamination on the system prior to obtaining the discordant results. After the operator observed the discordant results, quality controls were run and were out of range low. The customer stated the issue was resolved and the customer did not obtain any additional discordant results. The cause of the discordant, falsely low cholesterol results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cholesterol (chol) results were obtained on two patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol results.